Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the infusion stopped and restarted after a short period of time. The case was completed using the same system. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 14, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A system console representing the current software version was used to test the sample. The led rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular lens implant (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. The iop was also measured and was stable during performance testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No infusion pressure or flow interruptions were observed during functional testing. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established, as the returned sample functioned per specifications. The manufacturer internal reference number is: (B)(4).